Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. There were two lab results being compared to certain meter results. The first lab result being compared to a meter result, the pt's blood glucose results were 145mg/dl (lab), 252mg/dl (meter). Tests were done within < 10 mins with a difference of 74%. The second lab result was being compared to two meter results. The second lab compared to one of two meter results, the pt's blood glucose results were 150mg/dl (lab), 245mg/dl (meter). Tests were done within < 10 mins with a difference of 63%. The second lab compared to the other meter result, the pt's blood glucose results were 150mg/dl (lab), 235mg/dl (meter). Tests were done within < 10 mins with a difference of 57%. "Pt stated that although strips expire on 6/2002, they had opened them 6+ mos. Ago." And "walked customer through control solution test with new strips and new control solution, it resulted at 171mg/dl (147-227)." Pt did not experience any adverse events. No further info has been reported.